Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were feeling shocking. The patient stated that ever since they had the implant surgery they had shocking in their buttocks and down the legs, and wanted to know if that was normal and stated the device did help with their urination. The patient noted they decrease stimulation to 2, then had a problem and started urinating. The patient stated the urination had been on and off and that 3 was ok during the day. The patient was redirected to their healthcare provider to get the device checked and to decrease or possibly turn off stim. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they called the patient on (B)(6) 2017 and the patient had an appointment on (B)(6) 2017 and had turned the device off. The cause of the shocking was unknown to the hcp, but the patient improved when the saw the hcp at the post-operative appointment.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having trouble getting the implant to stay shut off when they were driving their car and when they went in the elevator. Patient would get shocked and the programmer would show 1 on it and the patient would turn it down to zero and the device would be off, but it would keep kicking back up to 1 on them. Patient noted they normally had stimulation at 4, but they turned it all the way down to zero and then off to drive because of the shocking. Patient mentioned it would go to 1 on its own and shocking occurred when device was off. Patient stated this happened all the time to them and that when they were in the car ordering at (B)(6) it happened when they drove up to order. Patient alleged emi, environmental exposure. Patient reviewed they would keep a diary of ins turning off and on, on its own. No further complications were reported.